Manufacturer narrative:
(B) (4) buzzing and dysgeusia.

Event description:
It was reported, the patient felt a "buzzing" feeling at the device site, left leg and his head since having his pump implanted in 2006. The "buzzing" sensation was increased when he received a larger pump in 2008. The patient felt the "buzzing" when he was around electronics such as his ipod, laptop, cellular and cordless phones, cable remote control box. The patient was also in a powered wheelchair. The patient also experienced a metallic taste in his mouth when he had his ipod on his chest. The patient was scheduled for a refill on (B) (6) 2010. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.